Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: sharp collectors. Device failure: labeling concerns.

Event description:
No additional information.

Manufacturer narrative:
Investigation summary: photos received verifying customer complaint of label issues. Supplier DHR shows no issues with reported lots. The root cause is unknown likely due to distributor or customer handling.

Event description:
Photo received.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd sharps disposal was missing the label the following information was received by the initial reporter with the following verbatim: this is a complaint about product label peeling off. It was reported that because of the product is stacked and packed, there is no label firmly attached to the product and it is easy to peel off.